Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for the left prosthesis. Device has been explanted and replaced with non abbvie device.

Event description:
Healthcare professional reported rupture for the left prosthesis. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture was received on june 03, 2025, with lot number 2105899. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.